Event description:
The doctor claims that during an abdominal aortic aneurysm procedure, the patch was implanted and leaked blood (quantity unknown at this time) from 2 to 3 pinholes. No corrective action was taken by the doctor. The patch was left in. The procedure outcome was successful. The patient's condition is fine. Note: although further information regarding the complaint has been sought, it appears, at this time, that no further information is attainable.